Event description:
The patient contacted animas alleging intermittent responses from the down, up and ok button. The reporter alleged that the issue started approximately 8 weeks ago and the issue started to get worse. The patient denied any misuse of the product and there was no evidence of moisture in the pump. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. The down and contrast buttons were intermittently unresponsive and the up and ok buttons responded appropriately. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.